Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00726. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coils. During the procedure, two pc400 coils unintentionally detached while repositioning inside a px slim delivery microcatheter. Both times, the physician removed the slim microcatheter with the detached pc400 coil inside, and removed the pc400 coil. The procedure successfully continued using the same slim microcatheter and additional pc400 coils. There was no report of an adverse effect on the patient.